Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) ECG socket of the device is broken. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit, the fse was able to reproduce the issue. The EKG connector with cable was replaced under warranty. The device was tested on different ECG values. Device delivered to the user in working condition. The unit has been returned to the customer and approved for clinical use.

Event description:
N/a.